Event description:
A customer reported obtaining unexpected negative reactions with the 3-cell screening assay on the galileo neo instrument with a patient sample containing anti-e.

Manufacturer narrative:
The image result files from the neo were reviewed by an immucor technical support specialist. Initial testing of the pre-transfusion sample ((B)(4)) visually appeared negative with cells 1 and 3 of the screening assay as reported by the neo. Cell 2 (e+, e-) resulted as negative and in comparison to cells 1 and 3, visually appeared positive with a rough, irregular shaped button and pink adherence in the background. A review of the result files from the echo showed that pre-transfusion and post-transfusion samples resulted as negative with cells 1 and 3, and positive (3+) with cell 2 using a different lot of indicator cells. Reactions visually appeared as reported by the echo. Both samples were dat positive. Antibody identification panels were performed and an anti-e was identified. No additional sample was available for further investigation and the product had expired. The customer tested known positive and negative samples on the neo. The expected positive and negative results were obtained. Expired.